Manufacturer narrative:
The actual complaint products were not returned for evaluation. A review of the device history records are not possible as no lot number was provided. Root cause could not be determined. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as complaint (B)(4). The customer did not return the device.

Event description:
Kimberly-clark received a report stating several mushroom internal retention devices, bumpers, separated from the tube upon removal. The patients passed the mushroom retention devices via the gastrointestinal tract without any additional complications. No injury was reported and no additional medical intervention was necessary. No further information is available regarding the exact quantity of incidents. No additional information was provided in regards to the patients' status and outcome.